Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable infusion pump from this manufacturer. The reason for call was caller stated that they had an account reach out to him saying that the patient is saying that their pump is heating up underneath their skin and it is burning. Caller asked if they had ever heard of that before. Agent reviewed that the pump does not heat up at all and that the sensation the patient may be feeling is possibly related to a nerve issue. The issue was not resolved through troubleshooting. Email sent to caller to obtain details that were not available at the time of the call. Rep reported they heard about it yesterday, but pa stated they found out the day before. Patient (pt) does have an abbott non-rechargeable scs in the same general area. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).